Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11c. Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. Unit passed self test and displacement test. Pump error 4 and pump error 53 found in the pump history (linenumber = 664 and filenumber = 172) due to software error. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Medtronic received information that pump error 4, pump error 53, failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.